Manufacturer narrative:
Correction: region was corrected to mo (rather than city). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the patient was sent a replacement programmer; the original programmer was found to be in working order so the cause of the poor communication remained unknown. No further complications were noted or anticipated.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that lead to the suspected dead ins battery was calling the manufacturer and not being able to get the remote to read the device even with troubleshooting. The steps taken to resolve the suspected dead ins battery and lack of relief were the doctor's office contacting the field rep who said the battery could not possibly be active due to the age of the device and projected battery life. The patient was asked what circumstances led to the poor communication. They responded there was no communication issue. The device was simply ineffective from the onset of its installation and was preventing them from getting an MRI at the time of the report. They tried to get the device turned off, but it said it was dead.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a poor communication on their patient programmer. Patient confirmed that the antenna was secured and synced with ins but the poor communication was not resolved. Patient programmer was placed directly over ins and synced with the ins however the poor communication was not resolved. It was further reported that the ins battery might be dead as the patient was not getting symptoms control and that the implant never worked. It was also reported that it hurt when the patient got the implant and that the implant area felt bumpy and felt like a knot towards the center of the patient back and that they saw a vein running in that area that looked "poofed up" that they wondered was the lead wire running there. It was further reported that when the patient was going through airport security that the implant had set off the alarm. No further complications were noted or anticipated